Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead demonstrated normal sensing and impedance values but exhibited high capture thresholds, resulting in loss of capture. The physician attempted to reposition the rv lead; however, the helix could not be fully extended. As a result, the rv lead was not used and was replaced. The patient remained stable throughout the procedure.